Event description:
The male patient received a 2.75 x 18mm cypher select plus stent in the proximal lad and a 2.5 x 23mm cypher select plus stent in the proximal circumflex. At the one-year follow-up (2008), the patient reported angina pectoris. An ECG and coronary angiogram was performed. There was no evidence of myocardial infarction. Re-pci was performed at both target lesions for distal peri stent restenosis. The lad was treated with a resolute medtronic stent. The proximal circumflex was implanted with a 2.5x20mm taxus stent.

Manufacturer narrative:
This device is distributed outside the united states ; however, it is similar to the united states product. This device is one of two products associated with this event. Please refer to MFR report # 9616099-2008-01645. The male from the registry experienced restenosis approximately one year post implantation of two cypher stents. Past medical history includes family history of coronary artery disease, hypertension, diabetes mellitus and past smoker. This patient's history puts him at increased risk for mace. The indication for the procedure was stable angina pectoris. The pt was diagnosed with 3-vessel disease. Two lesions were treated during the index procedure and a staged procedure was planned to treat the third vessel. The pt received a 2.75 x 18mm cypher select plus stent in a type b2 lesion located in the proximal lad and a 2.5 x 23mm cypher select plus stent in a type c lesion located in the proximal circumflex with satisfactory results. Medications at discharge included aspirin, plavix for 9 months and beta-blockers. Approx two months later, the pt underwent the staged procedure to treat a lesion in the proximal rca. Details of this procedure were not available. Eleven months post index procedure, the patient experienced angina pectoris. Coronary angiography revealed 80% distal persistent restenosis in the proximal lad and proximal circumflex. There was no evidence of thrombus or myocardial infarction. The lesions were treated with the implantation of two non-cordis des with satisfactory results. There were no procedural complications reported. The products remain implanted in the pt and are thus not available for evaluation. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. Pts who are known to be at high-risk for restenosis include those with diabetes, long lesions, small vessels, bifurcations, and restenotic lesions. Review of the info provided suggests that pt factors (specifically diabetes) and vessel/lesion characteristics (type c) may have contributed to this pt's restenosis.